Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a routine device exchange procedure, a fracture of the right ventricular (rv) lead was observed via x-ray imaging. The rv lead was capped and replaced during the procedure to resolve the event. The patient was in stable condition.